Event description:
It was reported that there was oversensing, a possible lead fracture, and that the patient received one inappropriate shock. It was further reported that there was high impedance. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.